Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, which solved the issue, and the customer was instructed to continue using the pump and to call back if any further issues occurred.